Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 03/16/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was doing well until he slipped between 2 hay bales and dislocated his hip. He since has suffered roughly 10 dislocations. Upon revision the patient was found to have generalized laxity of the soft tissue and poly wear. There is no new information that would change the existing MDR decision. The complaint was updated on: 04/13/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6) 2007.

Event description:
Patient was revised to address a dislocation. **update (B)(6) 2016. Clinical report was received indicating dislocation as being the reason for revision.

Manufacturer narrative:
Patient was revised to address a dislocation. Update 3/9/2016. Clinical report was received indicating dislocation as being the reason for revision. Update rec'd 03/16/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was doing well until he slipped between 2 hay bales and dislocated his hip. He since has suffered roughly 10 dislocations. Upon revision, the patient was found to have generalized laxity of the soft tissue and poly wear. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Xrays were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update received 5/6/2016. During xray review, osteolysis in the proximal femur was noticed. The complaint has been updated to reflect the osteolysis findings. Complaint was updated on 5/6/2016.